Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the physician experienced resistance, but was able to advance the pod coil into the target vessel. Subsequently, the physician noticed that the pod coil would not form in the target vessel and decided to pull the pod coil back. While retracting the pod coil, resistance was encountered and subsequently, the pod coil unintentionally detached with half of the pod coil in the target vessel and the other half in the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.